Event description:
A consumer reported that following bilateral intraocular lens implant surgeries, she experienced stomach upset, nausea, near blur, glare and halos. The lenses were exchanged for a different model. Following the exchange, her symptoms have resolved and she is doing better. Additional info has been requested. There are two medical device reports associated with these events; this report is for the left eye. The medical device report for the right eye was previously filed under MFR #1119421-2010-01237.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged an at an acceptable levels. There have been no other complaints reported in the lot number. Additional info was requested 07/27/2011 and 08/04/2011 by fax, mail and phone. A completed questionnaire has been received. (B)(4).